Manufacturer narrative:
On (B)(6) 2025, questionable results for 14 more patient samples were provided. For sample 2, the initial calcium result was 5.62 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.65 mg/dl. The initial analyzer was recalibrated and the sample was repeated two times and the results were 9.51 mg/dl and 9.79 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 9.1 mg/dl. For sample 3, the initial calcium result was 7.45 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.6 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 10.46 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 9.05 mg/dl. For sample 4, the initial calcium result was 6.58 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.34 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.26 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 8.79 mg/dl. For sample 5, the initial calcium result was 10.78 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.41 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.37 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 8.87 mg/dl. For sample 6, the initial calcium result was 12.58 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.63 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.58 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 9.28 mg/dl. For sample 7, the initial calcium result was 7.87 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.87 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.66 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 9.35 mg/dl. For sample 8, the initial calcium result was 7.11 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.82 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.82 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 9.37 mg/dl. For sample 9, the initial calcium result was 7.38 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.83 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.84 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 9.36 mg/dl. For sample 10, the initial calcium result was 11.42 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.52 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.52 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 9.08 mg/dl. For sample 11, the initial calcium result was 7.93 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.51 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.71 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 9.07 mg/dl. For sample 12, the initial calcium result was 5.78 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.17 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.16 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 8.62 mg/dl. For sample 13, the initial calcium result was 12.36 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.36 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.39 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 8.89 mg/dl. For sample 14, the initial calcium result was 6.98 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.48 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.42 mg/dl. The sample was repeated again on a third c702 analyzer and the result was 8.92 mg/dl. For sample 15, the initial calcium result was 5.56 mg/dl. The sample was repeated on another c702 analyzer and the result was 9.87 mg/dl. The initial analyzer was recalibrated and the sample was repeated. The result was 9.63 mg/dl. The sample was repeated again on a third c702 analyzer twice and the results were 9.24 mg/dl and 9.14 mg/dl.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial calcium result was 11.46 mg/dl. The sample was repeated and the result was 9.32 mg/dl. The sample was also repeated twice on another c702 analyzer and the results were 9.72 mg/dl and 9.74 mg/dl.